Event description:
It was reported to boston scientific corporation that a captivator jumbo oval snare was used during a polypectomy procedure within the colon on (B) (6) 2010 (patient reported to be over (B) (6)). According to the complainant, while the physician was trying to remove the final piece of a large polyp, the snare loop got caught within the polyp and could not be removed. The physician cut off the handle of the snare in order to remove the scope (leaving the snare wire behind). He then re-inserted the colonoscope and used forceps to free the entrapped snare and remove the remainder of the polyp. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B) (4). Non-surgical intervention required, the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.